Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista® 1500 intelligent lab system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on an alternate vista instrument. The reprocessed result was higher than the falsely depressed result, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed carbon dioxide (co2) result obtained on a patient sample on a dimension vista® 1500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and instrument data. Quality control was in range and no issues were noted with other patient samples indicating that the dimension vista 1500 system and co2 assay were performing acceptably. The customer performed maintenance procedures as part of standard troubleshooting for events of this nature. The cause of the event is unknown. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required.